Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was found to be operating in safety mode during a routine check. The patient is dependent on right ventricular (rv) pacing; however, no episodes of oversensing or pacing inhibition were observed. It was suspected that this device exhibited premature battery depletion (pbd). Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not returned for analysis.